Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child abruptly stopped responding to sound and the hearing performance with the device is affected. Re-implantation is considered.

Event description:
The child abruptly stopped responding to sound and the hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the concerned device has not been received for investigational purposes yet.

Event description:
The child abruptly stopped responding to sound and the hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In situ measurements before the suspected impact already showed two channels with high impedance due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.